Manufacturer narrative:
Preliminary analysis of the returned device revealed that the root cause of the unsuccessful pit attempts resulted from a connection issue between the home monitor and the back office.

Event description:
Reportedly, it was not possible to perform a patient-initiated-transmission (pit) with the subject home monitor. Rf communication was missing.

Manufacturer narrative:
Please refer to the attached analysis report.d3 and g1: updated.

Event description:
Reportedly, it was not possible to perform a patient-initiated-transmission (pit) with the subject home monitor. Rf communication was missing.

Event description:
Reportedly, it was not possible to perform a patient-initiated-transmission (pit) with the subject home monitor. Rf communication was missing.